Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine and ¿something else¿ via an implantable pump for spinal pain. The drug concentrations and dose rates were unknown. It was reported that roughly a month ago, at the last refill, there was a problem with the it where it seemed like it was plugged up, so they flushed it out. It was further noted that there was quite a lot they took out, so it was definitely not ready to be emptied out yet. There was no symptom associated with the event. The date (B)(6) 2019 is considered an approximate date of event (year known only). It was further reported that their pump was alarming/beeping. The patient was hearing a tone in their home that they were not used to hearing. It was noted that the pump was refilled roughly a month ago and they did not believe the pump was due to be refilled. The sound heard was consistent with a pump alarm. The patient was not feeling well and was laying down on the couch more. They also had more upper back pain and had taken a couple pain pills. The date of the event was described as having occurred 4 to 5 days ago relative to (B)(6) 2019 (month and year know only). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal bupivacaine 0.25 mg bolus and 2.804 mg/day and morphine 0.025 mg bolus and 0.2804 mg/day via the implanted pump. The pump was alarming in the past (as previously reported) and the patient felt sick due to being without drug. It was noted it took two weeks to get the drug. No further patient complications have been reported as a result of this event.